Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent plif surgery at l4-5 on unknown date with non-medtronic product. On unknown date post-op, revision surgery was performed to remove the placed cage, replace screw for 7.5mm screw at sacral, decompression and fix at l5-s1 levels again. Patient underwent the second suegery: plif at l5/s1 with so47/cage and removal of uss2 at l4/5 on (B)(6) 2013. In 2015, the patient developed pain radiate from right posterior thigh to the heel and sole numbness. It was diagnosed that backed out cage pressured on nerve root at l1 and s1 so revision was peformed. Dr. Comment: MRI confirmed that the backed out cage obviously pressured on nerve root, but it was unable to confirm from artifact of screw marker or cage marker. Cage migration and non-union bone fusion were suspected to apply pressure and that was judged from x-ray and area of the lower lim s ymptoms supplied by nerves. Cage was removed due to non-union bone was confirmed after removing scar.